Event description:
Patient's wife reported patient had a brain abscess. No onset date was provided. Dose or amount: 20 mg, frequency: weekly for 3 weeks, route: intra-articular. Diagnosis or reason for use: unilateral primary osteoarthritis, right knee.